Event description:
It was reported that prior to use, it was noted that the shaft of a 2.25x12 rx xience prime stent delivery system (sds) had separated in the middle. There was no difficulty with unpackaging the device. The device was not used in the patient. Another unspecified sds was used for the procedure, resulting in a satisfactory final outcome for the patient. There were no adverse patient effects and no occurrence of a clinically significant delay. No other device or procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.